Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light, noisy unit, and alarm will not function. The key failure is the compressor is noisy, low output. Additional malfunction is the power switch has no alarm.